Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer is requested to update the software to the latest version and then perform an oxygen path test. Gas path test shows that the safety valve got a 3.79l/min leak. The customer is also informed that the safety valve have to be replaced. Reached out to the customer several times for updates. Updates received from the customer that the status of this complaint is now completed.

Event description:
The customer reported that bellavista 1000 is displaying oxygen pressure high no possible oxygen dosing. At this time, patient involvement is still unknown.